Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. Battery out limit alarm was not confirmed due to the device have a keypad anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners which were noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after he fell into a pool. The customer's blood glucose was 102 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.